Event description:
It was reported the patient¿s stimulation has stopped today. It was stated the patient did not feel stimulation and it turned off ¿about 10 minutes ago.¿ it was reported there was an end-of-service (eos) message. It was stated the patient thought the implantable neurostimulator (ins) would last longer than it had additional information reported the battery ¿went dead last week.¿ it was noted the doctor wanted to check the ins¿s integrity before replacing it. It was noted there were a series of x-rays taken to make sure everything was still connected. Patient outcome was not provided. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).